Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration/uterus/metal essure spring in uterus') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and hysterectomy (full)). Essure was removed. At the time of the report, the device breakage, uterine perforation, endometrial ablation, dyspareunia, alopecia, weight increased, migraine, headache and fatigue outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device breakage, dyspareunia, endometrial ablation, fatigue, headache, migraine, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain, dyspareunia, perforation. Discrepancy: previously added date of insertion was (B)(6) 2007. In current pfs date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs was received. New events device breakage, fatigue, ablation was added. Date of insertion was updated. Lawyer was added. New reporter was added. Outcome was updated for pain from unknown to resolved. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration/uterus/metal essure spring in uterus') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and hysterectomy (full)). Essure was removed. At the time of the report, the device breakage, uterine perforation, endometrial ablation, dyspareunia, alopecia, weight increased, migraine, headache and fatigue outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device breakage, dyspareunia, endometrial ablation, fatigue, headache, migraine, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain, dyspareunia, perforation. Discrepancy: previously added date of insertion was (B)(6) 2007. In current pfs date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration: yes / perforation :uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dyspareunia, alopecia, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, headache, migraine, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain, dyspareunia, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received, event injury was deleted. New events pelvic pain, abdominal pain, dyspareunia, uterine perforation, hair loss, weight gain, migraine, headaches were added. Patient's date of birth and reporter address were added. Device insertion date updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.